Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced hypoglycemia and he passed out while he was on a train. The emergency doctor tested his blood glucose level as 30 mg/dl. The emergency doctor treated him with glucose. The patient was sent to a medical diabetes practice where his blood glucose level was 78 mg/dl. The patient was treated again with glucose via IV. The patient refused to be admitted into the hospital. The infusion device was requested to be returned for product evaluation.